Event description:
It was reported that the user paused the ilet pump and forgot to resume it, after which blood glucose rose into the 300s; the user contacted support for assistance and successfully performed a cartridge and contact detach 6 mm, 23 inch tubing change with guidance. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no backup therapy use, and no ketone testing, with elevated glucose persisting for a couple of hours. Investigation included customer service troubleshooting and education focused on cartridge and infusion set replacement and use guidance. Investigation of this case revealed user management of therapy interruption as the precipitating factor, with no device alarms reported and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.